Event description:
No sample or picture was available for analysis. Therefore, the customer complaint cannot be confirmed and a definitive root cause cannot be identified.

Event description:
The following has been reported: (B)(6) 2024 4:39 pm by risk,rde--- when attempting to start pt's chemotherapy, the primary tubing on lot number fa23e22360 had an issue with the y site, where the chemo set was attached. It said it was occluded. I had to prime a new primary tubing and attach the chemo to that set instead, using all new tubing and a new equishield. An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.